Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the physician attempted to advance through a highly calcified artery on a multi stented male patient. When the physician attempted to remove the introducer, the distal tip ruptured at 1 centimeter. He was able to quickly recover the tip with a snare without any consequences to the patient. The physician believes the introducer may have become stuck in the calcification or the mesh of the stents. The device material is not questioned in light of the patient's arterial status. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, instructions for use (IFU), manufacturing instructions, specifications, quality control and visual inspection of the returned device was conducted during the investigation. The product was returned in a used and damaged condition. Visual inspection of the returned device found the sheath to be separated with the dilator still inserted into the hub. The separated piece was the distal portion of the sheath and was recovered by the physician. The report mentions a 1 cm piece but no such piece was returned. The separated piece was measured to be approximately 8.7 cm in length. The coil was exposed and the sheath material at the separation point is severely deformed/elongated/thin. The separation was a shaft separation and not a bond separation based upon the drawing and the measured length of the separated piece. The distal tip appeared to be intact in spite of being damaged. The separated piece consists of two sections; the soft flexible portion (light blue) and the more firm shaft section (dark blue). The soft portion is manufactured to be 2.5 cm in length but was stretched to approximately 4 cm and remained bonded to the more firm shaft portion. The more firm portion of the separated piece was damaged but appeared to have a clean break from the remaining portion of the shaft and was measured to be approximately 5 cm in length. The proximal piece (physician-side or hub-side) of the returned device was measured to be approximately 37 cm in length. These measurements and the condition of the returned pieces appear to account for the total length of the 45 cm sheath. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. The device is shipped with an instruction for use (IFU) that describes the intended use; specific items are addressed such as: "before withdrawing the sheath tortuous anatomy, insert the introducer dilator to avoid possible breakage. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Sheath removal: insert wire guide at least 10 cm past the tip of the sheath. Insert the introducer dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit." Examination of the returned device and comparison with drawings current at the time of manufacture confirm separation of the shaft of the flexor sheath. The separation did not occur at a bond site. Based on the information provided, physician statement of the event, the results of the investigation and the appearance of the returned device it is feasible to suggest that the device encountered high forces during use. Measures have been previously conducted to address this failure mode.

Event description:
On (B)(6) 2015, the physician attempted to advance through a highly calcified artery on a multi stented male patient. When the physician attempted to remove the introducer, the distal tip ruptured at 1 centimeter. He was able to quickly recover the tip with a snare without any consequences to the patient. The physician believes the introducer may have come stuck in the calcification or the mesh or the stents. The device material is not questioned in light of the patient's arterial status. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event currently under investigation.